Event description:
Following a laparoscopic low anterior resection procedure, the pt returned to the operating room for bleeding, at which time an arterial bleed was identified at the mesenteric staple line. There were no other pt consequences.